Manufacturer narrative:
Additional information: the t-safety valve was not used the device was returned for evaluation. After the successful advancement of the 0.035¿ guidewire through the device purging was performed but failed. An attempt was made to inflate the proximal balloon. It was possible to inflate the balloon but the pressure could not be maintained. A leakage from the inflating port was detected and a crack was clearly visible on the port. An attempt was made to deflate the balloon but air was sucked from the port preventing balloon deflation. No other issues were detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a mo.ma ultra device during treatment of a 80% stenosed calcified lesion in the patients proximal left common carotid artery. Moderate calcification and tortuosity were reported. The IFU was followed and the device was prepped without issue. A 50/50 contrast/saline was used to inflate the balloon. It is reported the cca balloon would not deflate via port during procedure to move the mo.ma to a more occlusive position. Attempts were made with multiple syringes to deflate but didn¿t work. It was observed that the stump pressure remained wedge shaped. The physician wired the ic lesion and deployed a 6mm spider fx. The ic lesion was pre-dilated with a 3mm rapidcross balloon and a 10/7 protege rx was deployed across the lesion. Post-dilation was performed with a 4.5 x 15 coronary balloon. Stump pressure was equal to groin 9fr sheath pressure and under fluoroscopy it was observed the common balloon had deflated on its own. The physician proceeded with post angiography and was comfortable that the case was completed. The devices were removed and no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.